Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two leads with the same lot number. It was reported the patient had never received adequate stimulation. The physician undertook surgical intervention and replaced only one of the leads and implanted a new lead to the left of the lead that remained implanted. It was reported the patient wanted left leg and back stimulation but was receiving stimulation to the right leg. Follow up identified the patient received effective stimulation postoperative.